Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Event description guidant received information that the patient with this pacemaker was concerned that his recently implanted pacemaker was not functioning appropriately. Prior to implant, the patient's heart rate was in the 40's and after the implant procedure, the rate was 60ppm. However today, his heart rate was in the 40's.

Event description:
Event description guidant received information that the patient with this pacemaker was concerned that his recently implanted pacemaker was not functioning appropriatley. Prior to implant, the patient's heart rate was in the 40's and after the implant procedure, the rate was 60ppm. However today, his heart rate was in the 40's.

Manufacturer narrative:
A technical service consultant referred the patient to their physician. The device remains implanted. No additional information is available at this time. If additional information becomes available, the event will be updated. Approximately five years later the device was explanted for normal elective replacement indicator (eri) and returned for analysis. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.